Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment was performed and completed on the cycler without failures or problems. The cycler weighed fill volume values were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The check functionality of the patient sensors passed. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s report that during treatment she felt like the cycler had over filled in in the first cycle. Patient also reported receiving several blocked patient line alarms during treatment. The patient was able to press the ok key and continue treatment, however; the patient discontinued treatment during dwell three due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3756 ml during drain number one of treatment. This drain volume is 187% the patient's largest fill volume of 2015 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient, it was confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patients treatment records following the patients report that during treatment she felt like the cycler had over filled in the first cycle. Patient also reported receiving several blocked patient line alarms during treatment. The patient was able to press the ok key and continue treatment, however; the patient discontinued treatment during dwell three due to the large drain. A review of the patients treatment records identified that the patient drained 3756 ml during drain number one of treatment. This drain volume is 187% the patient's largest fill volume of 2015 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient, it was confirmed treatment was completed by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.